Event description:
Patient arrived to clinic on (B)(6) 2023 with noted damage to modular cable. Vad team unable to exchange modular cable due to patient did not bringing back-up equipment. Cable required with rescue tape.